Event description:
Litigation papers alleged:pain, soreness and discomfort, which negatively affects his ability to walk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This is a duplicate report of 1818910-2012-15190. This report, 1818910-2011-20340 will be kept for investigation purposes.

Event description:
Litigation papers alleged: pain, soreness and discomfort, which negatively affects his ability to walk. Update: 9/26/11 - the sales rep has reported the revision. Patient was revised due to pain and high ion levels. Update 6/4/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information for the right and left hips. The dor for the left hip was also included. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.